Manufacturer narrative:
Vyaire identification number (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspected device for evaluation. Investigation is ongoing.

Event description:
The customer reported alarm 401- inspiration valve or device leaky was triggered on the device. At this time, there was no information provided regarding patient involvement in this event.